Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl surgery, the biorci screw broke at the tip when the graft was being fixed on the tibia. Fragments were retrieved from the patient with tweezers. The surgery was finished with a back-up device. Surgery was not delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one sterile 72201781 9x25mm biosure ha screw reported on. The product was used for treatment but was not returned for evaluation. Due to unavailability, evaluation was limited. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use (IFU). IFU confirms recommendations and precautionary statements for proper use of product. Influences that could compromise product integrity include: 1. Site prep with alternate or without recommended instruments. 2. Tunnel miscalculation of taper or larger head to body. 3. Entanglement with guide wire or other instrument causing product damage. 4. Use of disproportionate screw size. 5. Use of excess torque or force. Per instructions for use ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ interference style screws maximum surface to surface intent is best achieved with use of same size tunnel and screw size for threads to make optimum surface to surface contact. A lesser tunnel increases the likeliness of torque damage. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product material met quality specification requirements of validated design. Product met specifications upon release to distribution. No further actions required at this time.